Manufacturer narrative:
(Rectal/vaginal pressure).

Event description:
The pt was implanted with a device for irritable bowel and interstitial cystitis. Since the implant, her symptoms have gotten worse and had a lot of "vaginal and rectal pressure". The pt also has pain and inflammation at the lead implant site. She got an occasional shock on the right side of her bottom which was not related to any movements and could occur while sitting. The pt was at home and was redirected to their physician. Further info was requested.